Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited the angulation lever is stuck. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is it is possible that the angle's sliding parts corroded, causing the angle to stick. The event can be detected/prevented by following the instructions for use which state: "instructions uretero-reno videoscope olympus urf-v3 chapter 3 preparation and inspection 3.3 inspection of the endoscope important information ¿ please read before use". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.